Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy was reported. The actual residual volume was 19 ml and the expected residual volume 7.1 ml. The pt experienced limited therapeutic effect. There were no alarms and programming was correct. The pump was used to deliver morphine. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.